Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the impella device experienced a pump shutdown. During therapy, the "pump shutdown current consumption rise" alarm occurred. It could not be reset. The impella device was explanted.

Manufacturer narrative:
D.3 manufacturer name should not have contained numbers behind it on the initial report that was submitted. E.1 added initial reporter first and last name as they were inadvertently omitted from the initial report that was submitted. E.3 revised as it was entered incorrectly on the initial report that was submitted. E.4 selection was added as it was inadvertently omitted from the initial report that was submitted. G.1 added manufacturer contact fax number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Pump stop: clinical details report a pump stop with increased motor current on 13/aug/2025. The patient was started on impella cp support on 25/jul/2025. The pump was explanted as the pump could not be restarted. Data logs were reviewed, and pump metrics were generally stable through 12/aug/2025. On this day, purge pressure and flow began to show variability when the pump was increased to p-8. Then, there was the first motor current (mc) spike to 1400 ma with a ms deviation. The pump did not stop, but the morning of 13/aug/2025, the first high mc pump stop alarm triggered with a mc spike and ms deviation. The pump was unable to be restarted. These patterns noted in data logs could be due to several potential causes. Product was not returned for investigation. Since the product was not returned and data logs were inconclusive, the cause of the pump stop could not be determined. The device history review was competed and the pump passed all post-sterile inspection checks.